Manufacturer narrative:
Initial and final MDR 1880314 - device 1 of 2. E1: patient city:(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, the patient reported that two infusion set fell off and bg level is low. No further information available.